Event description:
It was reported that during a laparoscopic gastric bypass, only one side of the stapler cartridge was fired. The same thing happened a second time. An additional fifteen minutes was added to resect the partial anastomosis and create the new anastomosis with a new device. No additional information is available at this time.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.